Event description:
The customer was hospitalized with low blood sugars. The troubleshooting conducted indicated that the device was working properly. Customer stated that they have history of suddenly dropping low. Suggested monitoring blood sugars closely.